Manufacturer narrative:
Visual inspection of the returned valve was performed under 8x magnification. Visible yellow, black and blue particulates were confirmed on one of the three leaflets of the valve. No particulates were observed on the other two leaflets. A device history record (DHR) review did not reveal any non-conformances that would indicate that an issue in manufacturing contributed to the complaint. The lot history review did not reveal any similar complaints for this work order. Review of complaint history did not reveal that the occurrence rates exceeded the october 2015 control limits for this trend category. Materials analysis was performed on the isolated materials with fourier transform infrared spectroscopy (ftir). Based on the ftir chemistry analysis, the blue fiber is an approximate match to a fibrous cellophane-like material. The blue cellophane/cellulose is not a manufacturing material used during the assembly and packaging of thv valves. A walk-through of other production processes only yielded one source of blue cellulose material. The source could potentially be the bioshield sterilization wrap used during autoclave processes. Subsequent research into the product determined that this blue wrap is also used in clinical settings for covering sterile surfaces. See the following web address: http://www.medline.com/product/bio-shield-sterilization-wraps-by-cardinal-health/z05-pf34148 (retrieved 12/10/2015, 1:00pm). This product is listed in the catalog under the category or/surgery/sterilization wrap. At this time it cannot be determined if this material came from edwards manufacturing process. Based on ftir chemistry analysis, the yellow and silver particulates were approximately matched to a polyester-like material. These materials are not similar to manufacturing sutures or valve components used in the manufacturing floor for sapien xt valves. An assessment of other processes related to the manufacturing and handling of valves did not identify a source that could have contributed to the complaint. The particulates observed in the complaint were not fibrous in nature, therefore operator clothing is not suspected to have contributed. The complaint for particulates was confirmed; however, the timing of when they were introduced onto the valve cannot be confirmed. No manufacturing non-conformities were able to be confirmed in the returned valve. Review of complaint history did not reveal that the occurrence rates exceeded the october 2015 control limits for this trend category. Therefore, no preventive or corrective action is required. While no corrective/preventative actions are required, awareness training was performed.

Manufacturer narrative:
(B)(4). The valve was returned to edwards lifesciences for evaluation. Investigation is ongoing.

Event description:
During a tavr procedure a 26 mm sapien xt valve was rinsed per protocol. The valve was crimped slightly to allow for placement into the qualcrimp. Prior to insertion into qualcrimp, and during close inspection, several black specks were noted on one of the valve leaflets. The valve was set aside for return to edwards for inspection. The speck was first noticed after the initial crimp prior to placing the valve into the qualcrimp. There were no visible particulates in the valve jar. The particulate remained on the valve even after rinsing, and no one attempted to remove the particulate from the valve. The specks were black, and one on the inside of the leaflet almost had a black/brown hue to it. There were two more that appeared to be between the leaflet and the valve skirt.